Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. Analysis found the distal coil was open at 0.8cm from the distal tip. Sem analysis found the coil was fractured due to fatigue.

Event description:
It was reported that during follow-up visit, high voltage lead impedance had increased. During lead extraction, the physician found the subclavian vein occluded and opted to cap the lead.